Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead would not fixate during the repositioning attempt. Tissue was noted to be embedded in the helix upon removal. The lead was replaced. No patient complications have been reported as a result of this event.